Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the reference valve to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous low patient results for sodium (na) and chloride (cl) on the au5800 clinical chemistry analyzer. The qc recovered outside of specification prior to the event. There was no change in patient treatment in association with this event.